Manufacturer narrative:
Conclusion: in this case, valve repair was attempted using an annuloplasty device and subsequent post repair evaluation demonstrated an inadequate result. This may likely have been due to suboptimal anatomy, surgical technique or inappropriate sizing. Overall, this event is potentially attributed to the native valve being unrepairable as surgical valve replacement was performed. This investigation revealed no evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that on the day of implant of this annuloplasty ring in the mitral position, the device was explanted and replaced with a non-medtronic valve after being sutured into place. The specific failure mode of the device is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.